Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Data and information provided by the customer confirms the complaint issue. Review of tracking and trending for the architect hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73458fz01. A device history record review did not identify any non-conformance, potential non-conformances or deviations associated with the complaint lot number and complaint issue. In-house clinical sensitivity testing was performed using a retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag reagent lot 73458fz01 was identified.

Event description:
The customer observed falsely depressed architect hbsag results generated for a 61-year-old female patient sample who has been clinically diagnosed as a hepatitis b surface antigen carrier. The following data was provided (reference range <0.05 iu/ml is negative): initial result sample ID (B)(6); repeat result sample ID (B)(6). Hbsag initial result = 0.03 iu/ml, repeat result = 0.04 iu/ml. Additional laboratory data provided: anti-hbs initial result = 255.13 miu/ml, repeat result = 236.56 miu/ml. Hbeag initial result = 394.580 s/co, repeat result = 395.265 s/co. Anti-hbe initial result = 14.26 s/co, repeat result = 14.02 s/co. Anti-hbc initial result = 6.67 s/co, repeat result = 6.74 s/co. Hbv dna result = positive. No impact to patient management was reported.

Event description:
The customer observed falsely depressed architect hbsag results generated for a 61-year-old female patient sample who has been clinically diagnosed as a hepatitis b surface antigen carrier. The following data was provided (reference range <0.05 iu/ml is negative): initial result sample ID (B)(6); repeat result sample ID (B)(6), hbsag initial result = 0.03 iu/ml, repeat result = 0.04 iu/ml. Additional laboratory data provided: anti-hbs initial result = 255.13 miu/ml, repeat result = 236.56 miu/ml. Hbeag initial result = 394.580 s/co, repeat result = 395.265 s/co. Anti-hbe initial result = 14.26 s/co, repeat result = 14.02 s/co. Anti-hbc initial result = 6.67 s/co, repeat result = 6.74 s/co. Hbv dna result = positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). Section e1 - initial reporter establishment name complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c36, that has a similar product distributed in the us, list number 4p53, and a 510k/PMA/bla number p110029.